Event description:
Customer called to report the reservoirs leaking insulin. Customer stated she had been having high blood glucose levels, due to the leaks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.